Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's without stimulation. The last successful recharge of the scs system was several months ago, however the date is unknown. Reportedly, the ipg will no longer communicate with any external devices and was deemed inoperable. Follow-up identified surgical intervention was undertaken on (B)(6) 2015 during which time the ipg was explanted and replaced with a new model. Stimulation was effective postoperatively. The issue is resolved.